Event description:
It was reported that the patient¿s blood glucose (bg) levels increased to above 400 mg/dl after wearing the pod for an unspecified duration. The patient reported being admitted to the hospital prior to thanksgiving, where she was diagnosed with diabetic ketoacidosis and remained hospitalized for six days. The specific date of the event was not reported. It was further reported that bg levels could not be managed due to issues between the pod and the dexcom g7 continuous glucose monitor in use at the time. The patient did not specify the nature of the issue but reported that the omnipod system did not allow bolus administration when bg levels exceeded 400 mg/dl, which is intended system functionality.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918u1ues6eyk5. Hardware: sm-s918u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.